Manufacturer narrative:
Additional, changed, and/or corrected data: a3a; a4; b3; b5; d3; d4; d6b; g1; h3; h4; h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Healthcare professional additionally reported leukemia not related to the device. Device has been explanted.

Event description:
Healthcare professional reported "leukemia and rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.